Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced intraocular irritation. He also stated the patient shows persistent anterior chamber irritation after surgery, treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation has not yet been sufficient, as the irritation does not subside with nsaids (non-steroidal anti-inflammatory drugs) and steroid medicine cannot be administered (pressure rises again). But such an accumulation of pressure decompensation is unusual. There may be a combination of steroid response and uveitis component. The physician was not sure about the cause lies in the lens material. However, not found any parallels other than the lens manufacturer. Additional information has been requested.

Manufacturer narrative:
Additional information provided in a.1. , a.2. , a.3.a , b.2. , b.3. , b.5. , b.6. , b.7. , d.1. , d.2. , d.4. , d.5. , d.6.a, d.10. , h.3. And h.11. The sterilization reports were reviewed and there were no issues with the sterilization process. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received that in surgeons opinion lens material may contributed the event. Symptoms continuing. Additional information received that prolonged anterior chamber irritation existed in the sense of anterior uveitis. There are two medical device reports associated with this file. This report is associated with the left eye.